Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the capsule was laying on the patient¿s gown. The patient went home and about two hours later, the patient was in the emergency room with a bad sore throat. A morphine was provided, but it did not help. A test was performed to make sure that the patient esophagus was not damaged. It took a good week for the throat pain to subside. It was also noted that the patient had another study done and turned out to be okay.